Event description:
It was reported that during preparation for a dialysis catheter placement, the introducer needle allegedly broke and had an air leakage during puncture. There procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was not returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for the reported fracture issue as there was a crack on the needle. However, the investigation is inconclusive for the reported air leakage issue as the exact circumstances at the time of the reported event are unknown. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 01/2021). Device not returned.

Event description:
It was reported that during preparation for a dialysis catheter placement, the introducer needle allegedly broke and had an air leakage during puncture. There procedure was completed using another device. There was no patient contact.